Manufacturer narrative:
The patient sample was provided for investigation. Investigations confirmed the customer's results, which were not dependent on reagent lot. A root cause could not be identified, as the sample showed an inconclusive test pattern in experiments that were performed. An unknown interference could not be excluded. There was no more patient material remaining for further investigation, so further analysis could not continue at this time. Additional sample would be required for further investigations. No product problem was found.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they were performing a method comparison and noticed erroneous results for one patient sample tested with both antibody to (B)(6) and the second generation antibody to (B)(6) assays on an e602 analyzer. The (B)(4) assay is not sold in the united states, nor is it like or similar to a product sold in the united states. The sample initially resulted as (B)(6) when tested with (B)(4) and resulted as (B)(6) when tested with (B)(4) on the e602 analyzer. The sample was repeated on the e602 analyzer, resulting as (B)(6). The sample was repeated on an abbott architect analyzer, resulting as (B)(6). It is not known which result is correct or if any erroneous results were reported outside of the laboratory. The patient was not adversely affected. The e602 analyzer serial number was asked for, but not provided.